Event description:
Customer alleged that a pin that holds the motor fell out and the motor fell to floor. Customer alleged that the patient fell to the floor that was in the lift however the aid had grabbed the head of the patient so no alleged injury occurred at the time. Customer is not aware with how this pin fell out. No further information was provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.